Event description:
Additional information received indicates that the patient was brought into the clinic. A new ble dongle was used to interrogate the insertable cardiac monitor (icm). The patient was able to pair to monitoring application with no issues afterwards. The patient was stable throughout.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) was unable to connect to the mobile application and unable to be interrogated. Magnet placement for over a minute was done. After multiple attempts, the clinician was able to interrogate the icm successfully. There were no patient consequences.